Event description:
A baxter service tech reported an infusion pump with an 812:02 failure code which occurred during service. The facility's tech stated that there have been no reports of any pt incident involving the pump since the last baxter service event.